Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified it was broken in two pieces and, the connector was separated from the fiber body. The fiber tip was degraded, and the analysis confirmed mild burn marks on fiber jacket. The visual inspection also determined no defects on connector face. The fiber was also functional tested, and the aiming beam was inconclusive. It is likely that procedural handling of the device during set-up and use contributed to the fiber connector detachment, leading to the reported event. The reported fiber break allegation was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a lithotripsy procedure, the tail end of the fiber was fractured in the first use. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that during a lithotripsy procedure, the tail end of the fiber was fractured in the first use. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.